Event description:
The manufacturer became aware of an allegation of everflo power cord had a broken earth pin. The device was returned for evaluation. The technician confirmed the complaint of a broken earth pin on a power cord. The power cord was replaced. The whisper cap was missing in the device and replaced. The inlet filter was replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : analysis by third-party